Manufacturer narrative:
This was initially reported for an allegation of a serious injury. However, additional information was received that verified there was no actual serious injury associated with this event. The routine tee echocardiogram was able to be completed. It was clarified the patient did not feel any throat discomfort. The emotional tension caused the patient's blood pressure to increase to an unspecified level but did not require any medical intervention or affect the outcome. The reported problem indicated in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur.

Event description:
Philips received an nmpa#(B)(4). It was reported a customer¿s epiq 7c ultrasound system, in use with an x7-2t transducer, was not available due to a system lock up. The system was exchanged, but the transducer could not be used and required a replacement as well. The patient experienced throat discomfort and emotional excitement. The patient's blood pressure increased to an unspecified level. The patient required reassurance along with information regarding the transducer replacement. The customer alleges a serious injury occurred, however there is insufficient information regarding the patient outcome at this time. Philips has started an investigation, and upon completion, a follow up report will be submitted.